Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for other pain indications - other. It was reported that the patient was presented to the emergency department two days ago for lumbar back pain with radiation down to legs and left leg numbness that had been occurring since they had woken from a gastro endoscopy (egd) on (B)(6) 2016. The patient was admitted on (B)(6) 2016 with progressing lower back pain and lower extremity radicular pain. The health care professional (hcp) indicated that they wanted manufacturer representative available to reprogramming the device as it might have needed new settings. A request to contact a manufacturer representative was made. The patient charts reported the patient history of chronic obstructive pulmonary disease and oxygen dependency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.